Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: 36+5 biolox c-taper head; unknown lot. Eon stem; unknown lot. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.  A supplemental report will be submitted upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to infection. The patient's 36d x3 liner and biolox c- taper 36 -5 head were revised. The patient's eon stem was not revised.